Manufacturer narrative:
Date sent to the FDA: 1/18/2021. Corrected information: g1: physical manufacturer.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient was diagnosed with a small bowel obstruction secondary to adhesions on (B)(6) 2017 and underwent an enterolysis of adhesions with release of small bowel obstruction on (B)(6) 2018. It was reported that the patient experienced severe pain, severe adhesions, repeated bowel obstructions, constipation, nausea, scarring, disfigurement, stress and anxiety. No additional information was provided.